Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on the 2nd or 3rd day of wearing the supplies, the cartridges become sticky near the bottom. The customer successfully loaded a new cartridge. There was no impact to the customer's blood glucose level.